Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was due to patient's concern with product. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified black and yellow particles on the shell, and a crease fold. Leak test and microscopic analysis was performed which identified the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no were observed openings on the device or issues related with the complaint.

Event description:
Healthcare professional reported a left side removal due to patient concern with the product and areas of granulation. Device has been explanted.